Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30) during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image occurred due to deformation in the plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical component problem led to the noisy image malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.